Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon completion of the investigation.

Event description:
It was reported during ongoing use, the device was exhibiting premature battery depletion. It was indicated that the battery longevity had decreased down to 4 years remaining, in one years time, despite only pacing 1% or less in both chambers. Additionally, parameters and readings remain stable. The device was implanted in 2015. Technical services is reviewing the disk analysis in order to determine the remaining longevity of the battery. No adverse effects to the patient were reported.

Event description:
It was reported that the device was exhibiting premature battery depletion. It was indicated that the battery longevity had decreased to 4 years remaining, in one years time, despite only pacing 1% or less in both chambers. Additionally, parameters and readings remain stable. A copy of device memory was saved and submitted for analysis. Engineering review of the data confirmed the device is depleting prematurely, and the power consumption is gradually increasing. Based on the current rate of depletion, and if it remains unchanged, the device has approximately 90 days until it reaches explant status. Due to this anomaly, a technical services consultant recommended device replacement, or to have the battery status reevaluated in 90 days time. No adverse effects to the patient were reported. Additional information: an update was provided from the field rep, indicating that no action has been taken at this time. The patient will continue to be monitored.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.